Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, it was noted that the sizing of the patient's native valve was between a 29 millimeter (mm) and 34 mm valve. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon, which was ultimately increased to 21 mm. Following insertion of the delivery catheter system (dcs), the valve was deployed to the point of no recapture at a depth of 3 mm on the non-coronary cusp (ncc). Subsequently, the valve dislodged to 10 mm on the ncc while still attached to the dcs. At this time, complete heart block (chb) occurred. Subsequently, the valve was recaptured and deployment was attempted a second time, however the valve dislodged at the point of no recapture once again. The valve was recaptured and a size change to a 34 mm valve was considered, but it was decided to proceed with a 3rd deployment attempt. At the point of no recapture at a position of 3 mm on the ncc and 14 mm on the left coronary cusp (lcc), it was determined that forward tension would be required during deployment. A push test was performed prior to deployment, and at that time the valve dislodged to 10 mm on the ncc again. Subsequently, the valve was recaptured into the dcs and withdrawn from the patient and it was decided to convert to a 34 mm valve. During the first deployment attempt, the valve dislodged to 0 mm on the ncc while still attached to the dcs. Partial recapture was performed in order to achieve deeper positioning, however the valve dislodged back to 0 mm on the ncc. A third attempt was performed using partial recapture, however the dislodge to 0 mm on the ncc occurred a third time. Subsequently, the valve was fully recaptured for the 4th attempt. Slight migration of the dcs towards the ascending aorta was observed on the 4th attempt, however it was determined that the positioning was acceptable, so full release was performed. Mild-moderate paravalvular leak (pvl) was observed, but it was considered acceptable, and the procedure was concluded. Per the physician, the patient's partially fused bicuspid native valve contributed to the event. Additional information was received to report the chb has not resolved. It was unknown whether treatment was provided to the patient as a result of the chb. The physician confirmed the second valve did not contribute to the chb.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-34, serial/lot#: (B)(6), ubd: 16-may-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, it was noted that the sizing of the patient's native valve was between a 29 millimeter (mm) and 34 mm valve. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon, which was ultimately increased to 21 mm. Following insertion of the delivery catheter system (dcs), the valve was deployed to the point of no recapture at a depth of 3 mm on the non-coronary cusp (ncc). Subsequently, the valve dislodged to 10 mm on the ncc while still attached to the dcs. At this time, complete heart block (chb) occurred. Subsequently, the valve was recaptured and deployment was attempted a second time, however the valve dislodged at the point of no recapture once again. The valve was recaptured and a size change to a 34 mm valve was considered, but it was decided to proceed with a 3rd deployment attempt. At the point of no recapture at a position of 3 mm on the ncc and 14 mm on the left coronary cusp (lcc), it was determined that forward tension would be required during deployment. A push test was performed prior to deployment, and at that time the valve dislodged to 10 mm on the ncc again. Subsequently, the valve was recaptured into the dcs and withdrawn from the patient and it was decided to convert to a 34 mm valve. During the first deployment attempt, the valve dislodged to 0 mm on the ncc while still attached to the dcs. Partial recapture was performed in order to achieve deeper positioning; however, the valve dislodged back to 0 mm on the ncc. A third attempt was performed using partial recapture, however the dislodge to 0 mm on the ncc occurred a third time. Subsequently, the valve was fully recaptured for the 4th attempt. Slight migration of the dcs towards the ascending aorta was observed on the 4th attempt, however it was determined that the positioning was acceptable, so full release was performed. Mild-moderate paravalvular leak (pvl) was observed, but it was considered acceptable, and the procedure was concluded. Per the physician, the patient's partially fused bicuspid native valve contributed to the event.